Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were using the recalled infusion sets when their blood glucose dropped to 40 mg/dl. No further details were provided regarding the low blood glucose. Troubleshooting was declined for the hypoglycemia. The insulin pump was not returned for analysis.